Event description:
I had a laminectomy at l4-l5 in 2005, ebi bone stimulator was inserted on left side of spine. Started to have fever two days later. Surgical site opened up thirteen days later. Began to have discharge two days later. Called dr's office that day and the next three days. Each time I was told condition was normal, even when I reported green smelly discharge. Went to ER, labs taken showed enterococcus faecium and staphylococcus, enterococcus is resistant to all but vancomycin. Transferred to another facility. Released without proper care. Infection worse two days later, went to ER. Transferred to the second facility. Surgery for debridement. Released three days later. Scheduled 42 days homecare for intravenous vancomycin.